Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/25/2015 with the following findings: there were battery compartment cracks observed in the thread area and the below grip pad. There was evidence of moisture contamination inside the battery compartment. The pump's black box showed no evidence of short battery life however the alarm history showed multiple battery alarms on 1/29/2015. The pump's current draws were within specifications. A leak test failed due to the battery compartment crack. There was no evidence of moisture or loose components inside the pump. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that low battery alarms had occurred more frequently than expected by the user. It was noted that the battery compartment was cracked with visible moisture in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.